Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("constant pinching feeling"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, discomfort, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, discomfort, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result was not provided. Further company follow-up with the consumer, lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. C18718) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring essure confirmation test not performed-patient doesn¿t underwent essure confirmation test" and medical device monitoring error "essure and ablation was performed on the same day". The patient's medical history included premenstrual syndrome on (B)(6) 2016, fibroids on (B)(6) 2016 and polycystic ovarian syndrome on (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), 28 days after insertion of essure. On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain (both sided)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("constant pinching feeling"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy with removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, menorrhagia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, discomfort, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, discomfort, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: result was not provided. Further company follow-up with the consumer, lawyer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-jan-2019: plaintiff fact sheet: events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain and lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.